Event description:
During assistance with a check lines and bags alarm on the home choice (hc), occurring on the homechoice (hc) during use, during prime, the home patient (hp) revealed they reused the same supplies, and only changed out the bags. The technical service representative (tsr) then explained to them they could not do that, if they were to change supplies the whole set must be changed. The tsr then assisted the hp with ending therapy and starting over. This writer contacted the home patient (hp) for a follow-up regarding reported problem. The hp stated they did start over everything went fine. The hp stated that they thought it was a bad bag that caused the alarm. The hp stated that they know now that when they have to start over, they have to change all supplies. They stated their nurse told them the same thing. The hp stated therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because the patient stated that they changed a bag out during prime but did not start over with new supplies. Users are advised to not replace solution bags during therapy as this can cause contamination. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.